Event description:
New information received states that more non sustained right ventricular oversensing episodes had triggered on the device that were caused due to presence of high amplitude noise artifact. Lead revision was discussed but not yet performed. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the asymptomatic patient presented in the clinic for a device check. It was noted that the patients right atrial and right ventricular leads exhibited noise episodes leading to non-sustained right ventricular oversensing and non-sustained ventricular tachycardia episodes. The atrial lead noise was reproducible and the right ventricular leads noise could not be reproduced. Programming changes could not be performed. Lead revision was discussed but not yet performed. The patient was stable. No further information was available.

Event description:
New information notes that the physician believes that the rv and ra lead noise was developed from lead on lead abrasion. On (B)(6) 2018, the old right sided device and leads were left in place but deactivated. A new device system was placed on the left side.